Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2009 and performed to specification up to the (B)(6) 2013. The device failed a self-test due to a low battery on the (B)(6) 2013. A significant drop in voltage was observed at this time. The device remained in fault mode until an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory between (B)(6) 2014 and (B)(6) 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. Voltage fluctuation was observed over the pogo pins however this did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.